Event description:
A durable medical equipment (dme) supplier reported a customer alleged a remstar heated humidifier failed during use. The failure resulted in thermal damage to the device's housing. No pt harm or injury occurred.

Manufacturer narrative:
The MFR received the heated humidifier for eval and found a void (approximately 0.875" x 0.313") in its bottom enclosure. Thermal damage to the device's printed circuit assembly (pca) was also found; this damage was localized at the pca ac inlet solder connection, which is directly above the area of the lower enclosure which experienced the thermal void. Based on the proximity of the pca failure to the housing void the MFR concludes the pca failure provided the thermal energy that caused the void. The MFR further concludes that the limited size of the void is evidence of the effectiveness of the ul94v0 rated enclosure in self-limiting its involvement in the thermal event, and in limiting the potential for a similar event to result in harm or injury, should it recur. A review of the device's complaint history for similar issues was performed to determine if the reported event was part of a trend. Two similar complaint reports were found to have been recorded during the previous four years (2005 to 2009). Neither of these issues was associated with any pt or user harm, injury or adverse event. Based on these findings, the MFR concludes that further action is not appropriate.